Event description:
It was reported that during the procedure, the physician opened the packaging and found the inner pouch was opened. The lens was not used and the physician used another lens to finish the procedure. In follow-up, it was reported that the procedure was delayed 30 to 40 minutes due to no back up lens available at site. They were able to obtain a back up lens from a distributor. It was reported that it did not affect the patient in any way.

Manufacturer narrative:
(B)(4). All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. During the manufacturing record review for the complaint code ¿packaging¿, no deviation or assignable cause was identified when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable; reported lens was not implanted. If explanted, give date: not applicable; reported lens was not explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.